Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during two different procedures, the device allegedly auto fired twice. It was further reported that the device allegedly auto fired/activated on its own. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: this event is determined to be unexpected and a potential manufacturing issue was identified, therefore a DHR review and manufacturing review was performed. The DHR and manufacturing review met all release criteria. Investigation summary: the venclose generator serial number us000903 was received at bd-bard global service & repair. The venclose generator was visually inspected upon receipt and was found to be in good physical condition. The device was functionally tested and passed electrical test during evaluation. Furthermore, found catheter voltages are 10cm = 21.73 v >15v and 2.5cm = 6.78 v >5v. The generator temperature = 102 c and temperature meter = 98.5c. The software version is 3.17. On (B)(6) 2025, the generator was evaluated by minnetronix team. They suspected switch that the footswitch activates was not operating correctly. For that team opened the unit and performed the ohm check on the switch and confirmed that it is broken and locked in the activated position. Hence, the root cause of the auto fire is a bad footswitch switch cause device to auto fire. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device auto fired twice. The root cause for reported device auto fired twice issue was determined to be broken foot switch that was locked in the activated position. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. D4 (medical device expiration date, unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during two different procedures, the device allegedly auto fired twice. It was further reported that the device allegedly auto fired/activated on its own. There was no reported patient injury.